Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced prolonged surgery due to the removal of a cholesteatoma, bleeding and closure of the ear canal. The recipient reportedly recovered and was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a closing hole in the external ear canal following reimplantation surgery. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.